Event description:
It was reported to philips that the battery does not hold the charge and displays failure. There was no report of patient involvement. The customer evaluated the device and received remote support from the remote service engineer, during which the customer was sent a quote for battery replacement. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the battery. The customer was sent a quote for battery replacement.